Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20 mar 2024, it was reported that three infusion sets fell off during use. 3 infusion sites fell off during use within the past month. The set was in use for 1 - 2 days. The patient had high blood glucose 200mg/dl - 400mg/dl and the infusion set was replaced and resumed insulin successfully. No further information available.